Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was running high. She had ketones. The customer had an injection with a syringe. She was feeling sick. The customer's doctor was concerned that the insulin pump was not working. Customer's blood glucose level was 487 mg/dl. The insulin pump alarmed weak battery. The high pressure test and self-test passed. The device was not returned.